Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 2 was discovered and confirmed during product evaluation in the pump's alarm log. No assignable cause can be provided and no repairs were made for this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch stop and a cracked upper hinge, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.